Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) monitors in a room have shutdown. The bme was able to get most of the monitors started but there are a couple of the monitors that are rebooting continuously and will not kick back on. No patient harm was reported.

Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) monitors in a room have shutdown. The bme was able to get most of the monitors started but there are a couple of the monitors that are rebooting continuously and will not kick back on. No patient harm was reported. Service perfomred: nihon kohden technical services (nk ts) followed up with the bme and they reported that the issue was caused due to a power outage. The issue was resolved, and everything is up and working. Investigation summary: the reported issue does not required further investigation through corrective action and or preventative action (CAPA) process since the issue was due to a power outage which are factors beyond nihon kohden's control. This issue is not related to a malfunction or deviation from performance of the nihon kohden device.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) monitors in a room have shutdown. The bme was able to get most of the monitors started but there are a couple of the monitors that are rebooting continuously and will not kick back on. No patient harm was reported.